Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, when the packaging was opened, there was a feather sticking to the connector of the coaxial umbilical cable. The coaxial umbilical cable was replaced with a new one. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event summary: upon visual inspection of coaxial umbilical cable 203cx, results showed the devices were intact with no apparent issues. Coaxial cables 203cx / 96519 failed performance test due to leak at the coax connector adhesive. In conclusion, the reported issue (feather in packaging) has been not confirmed through testing. The coaxial cable failed performance test due to leak at the coax connector adhesive. If information is provided in the future, a supplemental report will be issued.